Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated, she was hospitalized due to hyperglycemia. Troubleshooting was performed and the insulin pump passed the prime, displacement and self tests. During the high pressure test, the insulin pump alarmed motor error. It was found that the customer had received numerous auto-off and motor error alarms, and that the customer had not bolused during the three days prior to the event. The customer stated she did not know why she had not bolused. The customer was advised to remain on a backup plan until she received a replacement insulin pump.